Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A phone conversation was conducted with (B)(4)- rt supervisor and a teleflex regulatory clinical specialist ((B)(4)). From the conversation, (B)(4) reports that the patient was terminal and was terminally extubated and as a result expired. (B)(6) also states that the death was due to the terminal state of the patient. The teleflex isis suction accessory was used on this patient. The isis adapter became disconnected where the tubing meets the purple hub. (B)(4) reports that this disconnection did not affect airway maintenance or contribute to the death of the patient.

Event description:
The event is reported as: the customer alleges that while in use on a patient, the isis adapter became disconnected where the tubing and isis adapter became disconnected where the tubing and purple hub meet. The patient was extubated soon after. The customer reports that the extrusion was terminal.